Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient stated that she is hypoglycemic unaware and passed out due to a missed low alert as the receiver did not alarm. Patient's husband administered the patient glucagon. Patient sustained some bruising from falling. Additionally, the patient tested the audio function of the receiver and it did not beep. At the time of contact, patient was doing fine. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A "try it" manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.